Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm monopolar curved scissors (mcs) instrument scissors were dull. The procedure was completed with no reported injury and less than a 15-minute delay.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm monopolar curved scissors (mcs) instrument for failure analysis investigation. The instrument was analyzed and was placed on an in-house system, and cut test was performed. The scissors did not cut cleanly through the latex test material. The latex got snagged at the scissor tip. The blade edges are not indented or chipped. The tip cover was returned with RMA 302458830010 with no reported issue. Visual inspection was performed, and the tip cover was found to have abrasions at the distal tip of the tip cover. Missing piece, measuring approximately 0.44mm x 3.29mm in size, was observed.